Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the upper part of the svc (superior vena cava) coil on the lead was damaged while sending the lead through the introducer sheath. The lead was not used and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The exposed superior vena cava defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the introducer insertion stopped at 35.5 cm due to the svc coil fracture and distortion from overstress. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.